Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was reported that the patient has been having low performance with his cochlear implant and that recently the situation had worsened. Re-implantation has been performed on (B)(6) 2015.

Event description:
It was reported that the patient has been having low performance with his cochlear implant and that recently the situation had worsened. Re-implantation is considered, a date has not been stipulated so far.

Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.